Manufacturer narrative:
(B)(4). One companion sample was received in original packaging in reference to system error 2240. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Set was in original package. Set was placed on machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded however, a companion sample was available and requested for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The hp would finish with manual bag. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp, it was revealed that nothing was noticed with the supplies and using new supplies cleared the alarm. No patient injury or medical intervention was reported.